Event description:
Consumer called stating that the legs of the 9781 I fit shower chair are allegedly uneven. Consumer stated that when she sits on the product the legs are uneven, she alleges that she has fallen due to this issue. No injury alleged.